Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The screw on the bottom of the mics handpiece is gone. Grey handle will not stay in place. Tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the screw on the bottom of the mics handpiece is gone. Grey handle will not stay in place. Tka. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09v3 and 24 devices were accepted into final stock on 07/06/2017. A review of qt17-07-0010 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09v3 shows no additional complaints related to the failure in this investigation. Conclusions: ¿per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4). The device was not returned for evaluation.

Event description:
The screw on the bottom of the mics handpiece is gone. Grey handle will not stay in place.tka.